Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was available at the plant for evaluation. Visual inspection confirmed the y-site was damaged. No other test was performed. The assignable cause of the reported condition is due to assembly machine issue at the manufacturing facility. The assembly machine will be revalidated as a corrective action. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that y-site of a dehp free solution administration set with injection site was found burst during infusion. There was no report of patient/user injury or that medical intervention was needed in association with this event. No additional information is available.